Event description:
It was reported that a peritoneal dialysis patient passed away. The cause of death was unknown. It was unknown if the patient was hospitalized prior to death and it was not reported if an autopsy was performed. It was not reported if the peritoneal dialysis therapy was ongoing until the time of death. Additional information was requested but was not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned to baxter healthcare for further investigation. There was no non-conforming product identified related to the reported event of death. As a result, the direct cause of the reported event of death was undetermined. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device was reported to be available for evaluation but has not yet been received. A device history record review was performed and revealed no issues that could have caused or contributed to the reported death. Should additional relevant information become available, a supplemental report will be submitted.